Event description:
It was reported that the patient received inappropriate therapy for an episode initially detected as supra ventricular tachycardia (svt) by the implantable cardioverter defibrillator (ICD) device. Therapy was delivered even though onset was resetting and the wavelet scores looked good. The high rate time out was programmed for a 45 seconds timer elapse. It was explained that programming for high rate time out over rules the wavelet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).